Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed through material analysis. Method and results: -device evaluation and results: material analysis concluded; burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Yellow discoloration on the insert was consistent with absorption of synovial fluid. Damages consistent with the explantation process were also observed on the insert. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the mar indicates: burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Damages consistent with the explantation process were also observed on the insert. It must be noted that the surgeon also inquired about the discoloration of the insert , this is consistent with the absorption of synovial liquid protein during in vivo use. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tka primary surgery was performed on (B)(6) 2016. After surgery, infection was suspected. A revision surgery to replace the insert and inject antibiotic-containing biopex was performed on (B)(6) 2017. The removed insert has discolored to yellow, the surgeon wants to know the reason for the discoloration and amount of insert wear. As a result of the pathological examination, the infection was denied.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Tka primary surgery was performed on (B)(6) 2016. After surgery, infection was suspected. A revision surgery to replace the insert and inject antibiotic-containing biopex was performed on (B)(6) 2017. The removed insert has discolored to yellow, the surgeon wants to know the reason for the discoloration and amount of insert wear. As a result of the pathological examination, the infection was denied.